Manufacturer narrative:
Patient information not available for reporting. This report is for two (2) unknown locking screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device was not explanted complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent a procedure for a left hallux valgus deformation caused by rheumatoid arthritis on (B)(6) 2018. During the procedure, surgeon fixed the first metatarsophalangeal joint using the variable angle (va) locking x-plate and four (4) locking screws. After applying torque and inserting the two (2) proximal screws, surgeon then attempted to apply torque to the two (2) distal screws. Surgeon was unable to apply proper torque to these two (2) screws. Surgeon did confirm the threads on both the plate holes and the screws were engaged firmly enough and completed the procedure with the screws unlocked to the plate. Surgery was completed with no delay and no adverse consequence to the patient. This report is for two (2) unknown locking screws. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
This report is for two (2) unknown locking screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Possible part/lot involved: 402.016s lot. L387887, part 04.210.114s possible lot. L434616, l215341, l213776 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.